Event description:
It was reported that the system switched into subtraction mode without end user manipulation, which caused the images to become smeared and unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.